Event description:
On (B)(6) 2023 and (B)(6) 2023 the analyzer produced three erroneous heparin (ufh) results for 3 patients (pharmacy questioned the result which caused the laboratory to rerun the samples) : patient 1 (ID: (B)(6) ): ufh = 0.00 ui/ml sample was reran on the same analyzer, ufh = 0.44 ui/ml. Patient 2 (ID : (B)(6) : ufh = 0.00 ui/ml sample was reran on the same analyzer, ufh = 0.66 ui/ml. Patient 3 (ID : (B)(6) : ufh = 0.00 ui/ml sample was reran on the same analyzer, ufh = 0.35 ui/ml. All three samples were capped. According to the customer, the erroneous results have been released but treatment was not changed. No serious injury or death have been reported. On (B)(6) 2023 , a patient 4 started a heparin therapy from the morning. At 18:34, the hospital ran a control of the dosage : patient 4 (ID: (B)(6) result in ufh = 0.00 ui/ml the sample was reran on another analyzer ufh > 1.10 ui/ml based on the first result on this sample, the patient received an additional heparin dose. The sample was capped. According to the laboratory, the change of treatment did not cause serious injury.

Manufacturer narrative:
A deeper analysis of the instrument data files has been completed. The new analysis of the data has shown that numerous heparin tests with negative raw values were observed during the period from the original event until the intervention on (B)(6) 2023 . There are two causes to these heparin tests with negative raw value : an unusual difference between the liquid level detection when the needle enters in the plasma and when the needle goes out the plasma, a height pipetting too high. The new analysis has shown that the change of needle #1 on (B)(6) 2023 has resolved the problem of the unusual difference between the liquid level detection when the needle enters in the plasma and when the needle goes out the plasma. We have not be able to determine the nature of the malfunction of needle #1; only the data files were used for evaluation, since the replaced needle 1 was discarded and could not be analyzed. The root cause of the few liquid level detection issues (pipetting too high) seen after the replacement of needle #1, couldn't be determined by the analysis. An optimization of the liquid level detection settings has been requested to improve pipetting height issues. In conclusion, stago considers that the most contributory issue of these erroneous results was a malfunction of needle #1. Stago has concluded its investigation into this matter and plans no further action. Stago reference : (B)(4)

Event description:
5. Describe event or problem on (B)(6) 2023, the analyzer produced three erroneous heparin (ufh) results for 3 patients (the pharmacy questioned the result which caused the laboratory to rerun the samples.) : patient 1 (ID: (B)(6) ) : ufh = 0.00 ui/ml; sample was rerun on the same analyzer, ufh = 0.44 ui/ml. Patient 2 (ID : (B)(6) ) : ufh = 0.00 ui/ml; sample was rerun on the same analyzer, ufh = 0.66 ui/ml. Patient 3 (ID : (B)(6) -01) : ufh = 0.00 ui/ml; sample was rerun on the same analyzer, ufh = 0.35 ui/ml. Both samples were capped. According to the customer, the erroneous results were released but patient treatment was not changed. No serious injury or death has been reported. On (B)(6) 2023, another patient (patient 4) started a heparin therapy in the morning. At 18:34, the hospital ran a control of the dosage : patient 4 (ID (B)(6) ) result in ufh = 0.00 ui/ml, the sample was reran on another analyzer ufh > 1.10 ui/ml. Based on the first result on this sample, the patient received an additional heparin dose. The sample was capped. According to the laboratory, the change of treatment caused no serious injury.

Manufacturer narrative:
On (B)(6) 2023, the customer called the hotline to report and explain the events. On (B)(6) 2023, a service engineer (fse) was dispatched to the customer and carried out an annual preventive maintenance and remapped needle 1 to solve the issue. On (B)(6) 2023, the customer called the hotline to report that the instrument produced another erroneous heparin (ufh) result ufh = 0.00 ui/ml (patient 4, ID: (B)(6) ) on (B)(6) 2023. The next day, the service engineer (fse) was dispatched again to the customer and replaced needle 3. On (B)(6) 2023, the service engineer (fse) was dispatched again and update the analyzer to the 4.07.03 software version. No other similar call has been reported since the last event on (B)(6) 2023. The instrument data files were collected. The analysis of the instrument files is ongoing by the stago support team in france. Stago will provide a follow-up report once the instrument file data have been evaluated.

Event description:
On 2023-07-22 and 2023-07-26, the analyzer produced three erroneous heparin (ufh) results for 3 patients (pharmacy questioned the result which caused the laboratory to rerun the samples) : - patient 1 (ID: (B)(6)) : ufh = 0.00 ui/ml sample was reran on the same analyzer, ufh = 0.44 ui/ml - patient 2 (ID : (B)(6)) : ufh = 0.00 ui/ml sample was reran on the same analyzer, ufh = 0.66 ui/ml - patient 3 (ID : (B)(6)) : ufh = 0.00 ui/ml sample was reran on the same analyzer, ufh = 0.35 ui/ml all three samples were capped. According to the customer, the erroneous results have been released but treatment was not changed. No serious injury or death have been reported. On (B)(6) 2023, a patient 4 started a heparin therapy from the morning. At 18:34, the hospital ran a control of the dosage : - patient 4 (ID (B)(6)) result in ufh = 0.00 ui/ml the sample was reran on another analyzer ufh > 1,10 ui/ml based on the first result on this sample, the patient received an additional heparin dose. The sample was capped. According to the laboratory, the change of treatment did not cause serious injury.

Manufacturer narrative:
The instrument data files have been analyzed by the stago support team and show that the plasma level detection was too high for the four erroneous results. These erroneous level detections may have resulted in air pipetting or partial sample pipetting which is consistent with wrong ufh= 0.00 ui/ml. Following this analysis, a service engineer (fse) was dispatched on the 5th and 6th of december 2023 to change needle 1 of the analyzer, to activate the checklld functionality and verify the liquid level detection (lld) functionality of needle 1. In order to check if the issue has been solved by this technical intervention, instrument data files have been collected again on (B)(6) 2024 and analyzed by the stago support team in france. The last data analysis shows that there is still level detection issue (too high pipetting). No patient was affected. Consequently, a new intervention has been planned to change the lld cable. Then, the instrument data files will be collect again to verify if the issue is solved. A second follow up report will be provided at a later date. Stago file reference (B)(4).